Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a loss in ac power while connected to the mobile power unit (mpu). Log files were submitted for review and captured a no external power events on 27may2026 at 8:51:18 and 27may2026 at 9:32:51 while the patient was connected to mpu power. The backup battery was used to support the system during these events. Motor function was not affected by this event. It was said that the patient accidently unplugged the mpu from the wall at the time of the events.